Event description:
It was reported that an ilet pump displayed recurring alert 61 indicating an external flash write error, and a restart did not resolve the malfunction; the device was shut down and a replacement was arranged. Symptoms included no reported changes in blood glucose. Outcomes included interruption of insulin delivery and meal announcement reliability, use of backup therapy, and continued cgm use with dexcom. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded, based on previously established findings for similar reports, that the device experienced a hardware failure and was replaced.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.